Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. Treatment was for dilation of a dialysis fistula. A 4/5.8/75 ultra-thin diamond balloon catheter was advanced and inflated two times to 10 atms and deflated. When the ultra-thin diamond balloon catheter was withdrawn through the 7fr sheath, the balloon sheared off the shaft and migrated to the pulmonary artery. The patient was transferred to a different facility for surgical removal of the device fragment. No further details are available.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. Treatment was for dilation of a dialysis fistula. A 4/5.8/75 ultra-thin diamond balloon catheter was advanced and inflated two times to 10 atms and deflated. When the ultra-thin diamond balloon catheter was withdrawn through the 7fr sheath, the balloon sheared off the shaft and migrated to the pulmonary artery. The patient was transferred to a different facility for surgical removal of the device fragment. No further details are available.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device observed that the entire balloon was detached from the shaft and not returned with the device. The distal end of the shaft was damaged and stretched from where the balloon had detached. No other damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. Dfu states "the performance of the product has been assessed using the medikit super sheath. If using other brands of introducer sheaths, it may be necessary to use a larger introducer sheath. The product label recommends the use of a 8fr medikit super sheath, however a 7fr terumo sheath was used." (B)(4).

Manufacturer narrative:
(B)(4).